Manufacturer narrative:
Claim#(B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -8.00/3.00/005 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to a low vault. The exchange resolved the problem. Cause reported as unknown.